Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# l78001, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
It was reported that the patient was scheduled for a catheter revision due to an unknown catheter issue. It was unknown if the patient experienced any symptoms. Patient outcome was not provided. The device system was used to deliver gablofen (baclofen). Additional information has been requested but was not available at the time of this report.